Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she received a new insulin pump but the screen is so faded it cannot be read. Customer stated the device arrived with this damage to the screen. Customer stated she tries to set up an insulin bolus over 40 grams of carbohydrates and the screen cannot be read. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.